Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and identified that the lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 5cm x 10cm balloon. Unravelled circumferential fibers were identified 7.9cm from the distal tip. The unravelled fibers extend 3.8cm and wrap around the catheter. The balloon appeared to have been previously inflated. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issue. The balloon was then inflated with water using an in-house device. The balloon was inflated to nominal, and then deflated. The balloon took the appropriate shape upon inflation and was not asymmetrical in appearance. The same test was performed twice more, yielding the same results. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the sample was returned. Based on the returned sample condition the investigation is confirmed for unravelled fibers. Additionally, the investigation is unconfirmed for an asymmetrical balloon inflation, as the balloon inflated to the appropriate shape during the evaluation the balloon was inflated within a stent and in a severely calcified lesion, so there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. It is likely the unravelled fibers contributed to the asymmetrical inflation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(4) IFU (instructions for use) states: warnings: the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. Select a balloon size so that its inflated balloon diameter does not exceed the minimum vessel diameter when diameters of a target vessel vary. [Vessel damage may result.] - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to vessel damage and the catheter can result in tip or catheter breakage, catheter kink or balloon separation.] - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. - careful attention must be paid to the dilatation of calcified lesions or tortuous anatomy. It may lead to catheter damage or balloon rupture. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly inflated asymmetrically during inflation in a stent. It was further reported that the following retraction of the device, the fibers of the balloon appeared to be peeled. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the pta balloon allegedly inflated asymmetrically during inflation in a stent. It was further reported that the following retraction of the device, the fibers of the balloon appeared to be peeled. There was no reported patient injury.